Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, after suture deployment the suture was trimmed and the suture trimmer was removed from the tissue track. The vessel was found to be still bleeding. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: possible contributing factors for the reported failure to achieve hemostasis during the suture knot placement include, but are not limited to manufacturing, anatomical conditions, and deployment technique. Because the suture was not returned with the device, it could not be determined if there were any abnormal observations which could contribute to the reported experience. Every suture is appropriately assembled and loaded into the device during manufacturing. There were no challenging anatomical conditions reported. Applying excessive force on the suture during the knot advancement or placement could result in the suture being pulled out of the artery; however, there was no information reported or definitive evidence in the evaluation of the returned device that suggested incorrect technique. There was no needle strike mark observed at the posterior foot to suggest possible posterior cuff miss. The proxy plunger insertion was successful during lab testing. Based on the investigation, the reported product experience could not be confirmed and a definitive cause could not be determined. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with similar reported product experience or for actual investigation findings. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.